Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7091283.

Event description:
It was reported that the patient had inadequate pain relief due to lead migration which was confirmed through x-ray. The patient underwent a revision procedure where both leads were moved down to cover painful areas. The patient was doing well postoperatively. The leads remain implanted and in use.